Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "led was flickering and dim which made the intubation more difficult. Intubation was still completed successfully." No negative impact in state of health reported.